Event description:
Account alleged that the bed had a loss of ground. No patient impact.

Manufacturer narrative:
Bed was not repaired. No further information is available. This MDR is a result of CAPA activity for the retrospective review of complaints.